Manufacturer narrative:
Multiple lot numbers were reported, it is unclear which lot numbers was used in the procedure, 17d26rc, 17c22rh, 16fo7r and 17f15rc. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Multiple lot numbers were reported, it is unknown which lot number was used in the procedure, 17d26rc, 17c22rh, 16fo7r and 17f15rc device history record (DHR) reviews were conducted for the reported identification number. The lot was released meeting all qa specifications. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy sometime in the year 2017 (exact date unknown) and the device was unable to collect core tissue even though "the needle has hit the target". The patient got a "big hematoma" and needed "surgery". We have been unable to obtain additional information surrounding this event.